Event description:
Erratic readings when testing within 2 minute period. Analysis run on clark error grid using mean avg reading (249) as reference point vs bd readings (456, 152, 140) yielded some date points in the c/d range of the grid, outside acceptable limits.